Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The guidewire coil unraveled. Visual summary analysis of the guidewire indicated damage during use.

Event description:
It was reported that during an implant procedure, the guidewire (angioplasty heavy weight wire) wedged in the lead during lead maneuvering. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.